Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital due to a blood glucose level of 500 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. The cause for the reported issue was unknown. The issue was resolved prior to the report to tandem technical support, therefore, troubleshooting was not performed.